Event description:
It was reported by a distributor that a customer experienced a malfunction with their device, identified as 16-0x20e6. There was no information provided regarding the impact on the customer¿s blood glucose level. The customer was awaiting the return of the pump for further inspection, and a replacement pump with a new serial number was expected to be issued as the original device was scheduled to be returned by the end of july 2025.